Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. The patient was exercising at the time. The sustained rate duration (srd) feature was on, and when it expired, the device delivered anti-tachycardia pacing (atp) therapy which accelerated the patient¿s arrhythmia into a real ventricular tachycardia (vt) episode. Boston scientific technical services (ts) discussed the device settings and options for programming changes. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating the syncope was not due to a device related issue. The sustained rate duration (srd) feature was programmed off. Tachy therapy and the patient's medications were adjusted. No additional adverse patient effects were reported.